Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that the customer powered on the console to check its power status and a system check failed alarm appeared. The console was tagged and removed from the mechanical room. The nurse stated that the event occurred on a holiday and was not an emergency, so she chose not to contact anyone at that time. The issue was reported to the biomedical department.

Manufacturer narrative:
Corrections: h6 component code changed from g04035 to g0201201. H3 updated to no. The investigation for the communication issue has been completed. The device and the console were returned and evaluated. The root cause of the ¿system self check failure¿ was determined to be pbm corrosion due to leakage of the electrolyte from the battery failure alarm super caps.